Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's name was not showing on the screen. A technical support specialist (tss) dialed into the system and identified that the device was in disconnected mode. Tss verified the ports and applied the knowledge article "medstation es ¿ full sync failure post 1.7.4 upgrade - error starting grpc call", but the data synchronization still returned object reference errors. Tss then dropped and recreated the database, synchronization continued to fail due to connection issues, and server-side services showed no recent logs until restarted. Tss later identified that the system was on different subnet and assigned new internet protocol address to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, patient names did not appear on the screen and the nurse operating the device had to manually enter each patient name. The customer stated that this issue caused a delay in patient care. No adverse events or patient injuries were reported in connection with this incident.